Manufacturer narrative:
The cobas® glu test strip lot number was 873843 with an expiration date of 16-mar-2027. The test strips were requested for investigation. All relevant inspections for the affected lot of cobas glu test strips passed the release requirements, confirming the quality of the lot at release.

Event description:
The initial reporter complained of a discrepant low glucose result for 1 neonate patient sample tested on a cobas® pulse meter. The result from a heel stick on the pulse meter was 2.2 mmol/l. For confirmation, the patient was tested on an accu-chek instant meter with results of 3.1 mmol/l and 3.4 mmol/l. The specific timeframe between tests was not provided.